Manufacturer narrative:
The complaint allegation is not confirmed. One unpackaged ar-6068-90l batch 3030128741, was received for evaluation. Visual evaluation noted marks on the wheel grip lasso equivalent to excessive pressure trying to pass the suture through the wheels. Functional testing with an ar-7222 batch 30084 found no resistance when the suture was introduced slowly, and the wheel moved softly without pressure. The suture passed until it came out of the tip¿no problem found. The most likely cause of the reported event is a user error following the device's surgical technique. According to dfu-0222-eor1_fmt_en. G. Precautions. 1. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also offers detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 2. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/19/2024, it was reported by an arthrex subsidiary employee via (B)(4), during a lamp procedure on (B)(6) 2024, the surgeon was trying to use a quickpass lasso, ar-6068-90l, but could not use it because the wire was not fed no matter how many times they turned the handle. The case was completed with a new product of the same part number with no adverse effect to the patient.